Event description:
It was reported that during a laparoscopic splenectomy procedure, the device would not open after firing. The procedure was converted to open and the surgeon had difficulty removing the device from the tissue. The device did not have to be cut out. The same thing happened with a second device. A third device was used to complete the procedure. There was no add'l pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.